Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient was calling to get in touch with a manufacture representative (rep) for reprogramming because all of a sudden yesterday their therapy went back to old programming and was driving the patient nuts. The stimulation keeps going up when they stand up and it hurts. The stimulation goes way up when they stand up. The patient tried decreasing stimulation. During the call the patient used their patient programmer which showed that the adaptive stimulation feature was not on. The patient was redirected to follow up with their healthcare professional (hcp) to get in contact with a rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulation was like it was before the manufacturer representative (rep) reprogrammed her and she was in pain when she was standing up; it was like the stimulation went from a 2 to an 8 and she was seeing a face (description for adaptive stimulation on) and body positions on patient programmer screen. The patient stated that the night prior to the report she was afraid to take a shower because when standing she thought she would fall. The patient also said that the morning of the report, in the kitchen, she had to get down on knees and crawl because the stimulation 'suddenly got so bad'. On the call, the patient synced with the patient programmer and it showed that stimulation was off and group a program 1 was at 3.30, program 2 was at 3.50 and program 3 was at 1.9. The patient turned the stimulation on and reported the adaptive stimulation was on; the patient tried standing but noted painful stimulation. The patient only had group a but did have the ability to turn off the adaptive stimulation and change program amplitudes; the patient successfully turned the adaptive stimulation off. The patient stated that she didn't feel like the therapy was working at the current settings. So she changed the amplitudes of program 1 to 3.3, program 2 to 4.1, and program 3 to 1.9. The patient reported that this resolved the issue even in the standing position and said it's feeling better now. No further complications were reported/anticipated.